Event description:
Siemens became aware of a malfunction that occurred while operating the arcadis orbic gen2 system. During an emergency procedure, the power cable was accidentally disconnected, causing the device to shut down without the power being supplied by the uninterruptible power supply (ups). The procedure had to be completed with an alternative unit. We have no indications of any adverse effects on the health status of the involved person.

Manufacturer narrative:
Siemens is conducting a detailed investigation of the reported event. A supplemental report will be submitted if additional information becomes available.